Manufacturer narrative:
This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a male patient, who is a farmer, had a revision of an anatomic shoulder approximately 9 years earlier was scheduled the very active 70-year-old, for a shoulder revision due to complaints of pain. During the procedure, the surgeon had a more difficult time than expected removing the head from the replicator plate. When he finally got the head disassociated from the replicator plate, the plate was loose and wobbly. The surgeon was able to remove the screw with the driver and fingers, no handle. The replicator plate fell off, no cold weld. He replaced replicator plate and head, packed glenoid with bone and left as a hemi. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00766 and 1038671-2017-00767.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of an anatomic shoulder implanted 9 years ago due to loosening.